Event description:
It was reported that the stent would not expand post deployment. An enroute transcarotid stent was selected for use in a left sided transcarotid artery revascularization (tcar) procedure. The stent would not expand post deployment. Post-dilation was attempted and did not resolve the issue. The physician elected to explant the stent and convert the procedure to a carotid endarterectomy (cea). There were no further patient complications as a result of this event.

Event description:
It was reported that the stent would not expand post deployment. An enroute transcarotid stent was selected for use in a left sided transcarotid artery revascularization (tcar) procedure. The stent would not expand post deployment. Post-dilation was attempted and did not resolve the issue. The physician elected to explant the stent and convert the procedure to a carotid endarterectomy (cea). There were no further patient complications as a result of this event.

Manufacturer narrative:
Updated fields: h6 - evaluation method codes; evaluation conclusion codes.